Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that patient had pain in their vulva on (B)(6) 2016 due to stimulation. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved on the date of onset. No surgical intervention occurred or was planned. The event was assesses as not serious, related to the device, and not related to implant. The event was resolved on (B)(6) 2016 and the patient was alive with no injury. The patient's indication for use is fecal and urinary incontinence due to post-surgical trauma since 1992.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.